Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Other, other text: no patient involvement. (Updated h6a). The device was returned. The customer's problem was duplicated, during the investigation. The device failed the standard flow test. A visual inspection found excessive loctite on the downstream occlusion bezel; excessive loctite can leak and contaminate the downstream occlusion sensor causing calibration issues. Replaced downstream and upstream occlusion sensors, as a preventative measure. (Updated h3, h6c, h6d, and h6e). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: the model number was incorrect, in the initial report. (Updated d4a) the brand name was incorrect, in the initial report. (Updated d1).

Event description:
Additional information received on 27-may-2022 via email and attached to complaint object. All issues with these pumps were found during testing and repair at our facility. No patient involvement.